Manufacturer narrative:
Insulin pump passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test due to motor error alarm. Insulin pump received with normal operating current. Insulin pump passed self test. Insulin pump passed off no power test. The motor was tested outside of the device and passed. Insulin pump received with minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
Customer's family or friend reported via phone call that the device alarmed motor error alarm. Customer's blood glucose was 206 mg/dl. Drive support cap was protruded. During troubleshooting, device was able to rewind. There were both moto error alarm and motor position encoder error alarm in history. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.